Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 487 mg/dl. Customer went to the emergency room and then later went to the hospital on (B)(6) 2017 around 5:00 or 6:00 pm. Customer threw up blood, had abdominal pain and they were placed on insulin drip while at the hospital. Nurse believed the insulin pump malfunctioned and they were advised that the insulin pump had to be looked at by the patient¿s healthcare provider. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime.